Event description:
It was reported that the patient called the hospital due to system controller alarm. Power cable was disconnect and low voltage advisory events were noted when the controller was connected to charged batteries. The controller and battery clip set were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of atypical power cable disconnect and low voltage advisory alarms; however, it was determined that the cause of the atypical alarms was unrelated to the returned controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The integrity of the wires in both system controller power cables were evaluated and no issues were observed. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09jan2020. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the controller exchange did not resolve the alarms.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via analysis of the log files; however, the reported event was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review, and data from the reported event date of 08sep2024 were reviewed. The pump maintained a speed within the lsl without issue while the driveline was connected. The log files captured intermittent low voltage advisory and power cable disconnect alarms that were not associated with routine battery depletion or true power cable disconnections from 15:54:19 to 16:20:00 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop to as low as approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on both the white and black power leads. The driveline was disconnected at 16:29:30 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated. The integrity of the wires in both system controller power cables were evaluated and no issues were observed. Additional information provided communicated that the alarms reoccurred after exchanging the products. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.